Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A first stage revision knee was done for the patient on (B)(6) 2020 as the operated knee was infected. The primary knee was done on (B)(6) 2019. Intra-operatively when the surgeon was trying to remove the tibia implant. He intended to saw but the vibrations of the saw actually knocked the tibia tray off and it came out which he then noticed that there was minimum to no cement interface on the tibia implant. Surgeon who did the revision stated that it is worrying when there is no evidence of cement bonding between the tibia tray and cement after the primary total knee is done.